Event description:
The customer reported receiving a total of 9 false positive hcg results while using 2 different lots of fisher sure-vue hcg urine cassettes or 2 different patients. Both patients were tested prior to undergoing scheduled orthopedic surgeries. The second patient (B)(6) provided a fresh urine sample at 10:45 am. The urine was tested using a fisher sure-vue cassette from lot 0000841655. The results were read at 3-4 minutes and a positive hcg result was obtained. The patient provided a second urine sample at 10:50am was then tested 4 additional times using fisher sure-vue cassettes from lot 0000833012 and the customer reported receiving 3 false positive hcg results. As a result of the positive hcg results, the orthopedic surgical procedure was cancelled, and the customer was sent for confirmatory testing. No adverse event reported. See MDR 2027969-2025-00033 regarding the 3 additional false positive results on patient 2. See mdrs 2027969-2025-00031 and 2027969-2025-00032 regarding false positives on patient 1.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The customer reported receiving a total of 9 false positive hcg results while using 2 different lots of fishers sure-vue hcg urine cassettes or 2 different patients. Both patients were tested prior to undergoing scheduled orthopedic surgeries. The second patient (B)(6) provided a fresh urine sample at 10:45am. The urine was tested using a fisher sure-vue cassette from lot 0000841655. The results were read at 3-4 minutes and a positive hcg result was obtained. The patient provided a second urine sample at 10:50am was then tested 4 additional times using fisher sure-vue cassettes from lot 0000833012 and the customer reported receiving 3 false positive hcg results. As a result of the positive hcg results, the orthopedic surgical procedure was cancelled, and the customer was sent for confirmatory testing. No adverse event reported. See MDR 2027969-2025-00033 regarding the 3 additional false positive results on patient 2. See mdrs 2027969-2025-00031 and 2027969-2025-00032 regarding false positives on patient 1.

Manufacturer narrative:
G1 - contact office postal code: was previously submitted as blank and has been updated to 92121. Investigation conclusion: retained and returned devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert: - very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. - a number of conditions other than pregnancy, including trophoblastic disease and certain non trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.